Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics on (B)(6) 2024 for a duration of ten days and on (B)(6) 2024, for a duration of fourteen days, however, the issue did not resolve. The patient was placed under general anesthesia for a surgical procedure to clean the wound on (B)(6) 2024. The device was explanted on (B)(6) 2025. The patient has not been reimplanted with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.